Manufacturer narrative:
All of section f - information provided by MFR. D10 - missing (therapy dates unk) instructions unclear, correct information provided. Code #1689 - labeling.

Event description:
Received summons from pt's attorneys. The pt claims "severe and permanent injuries, including an abrasion to the cornea of the left eye". No add'l info is available to enable further investigation at this time.